Event description:
On (B)(6) 2007, brainlab has been informed by the medical center that a pt has been irradiated for several fractions with the pt set up to an unintended position at the linear accelerator (linac). The pt was positioned at the linac using the brainlab exactrac device. The user modified the originally intended pt position inside the treatment plan after the pt position was already imported into the exactrac device. For the treatment the original pt position was used instead of the intended changed position. No malfunction of the device has been either reported or identified; the device is working as intended.

Manufacturer narrative:
The exactrac system is in use since (B)(6) 2000. Pt injury can not be excluded at this point of time. The final clinical effect on the pt is followed up by the medical center regarding potential long-term effects. The adverse incident has been recognized/identified by brainlab as an isolated "human error" at this medical center.